Event description:
This report is being filed to correct the serial number and to reference MDR 2124215-2013-10393 which fully documents this event. This MDR is a duplicate to that report. Analysis results and conclusions were previously reported in the duplicate MDR.

Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. High pacing threshold was also observed on this lead. The lead was explanted and out of service. Another lead was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.